Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis located in a mildly tortuous and severely calcified coronary artery. A 8.0mm x 40mm x 135cm (4f) fg sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.